Event description:
It was reported that during an arthroscopy procedure, two healicoil anchors pulled out as the bone was very soft. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was not returned in the original packaging. The sutures, distal anchor and proximal anchor were not returned. The distal plug was returned in place on the inserter. There is bio debris on the device. A functional evaluation showed that both knobs moved the inserters forward and back as intended. An evaluation of the customer provided images showed in one image a broken distal tip and two unidentifiable pieces in a tray. The threads are missing from the distal tip. The suture hole appears to be intact. In the second image, the proximal body anchor appears intact and is on the inserter. The distal plug appears to be just outside the inserter. The distal tip is not visible in the image. In the third image, the proximal body anchor is on the inserter but is missing some ribs toward the distal end. The missing pieces are not visible. The distal tip and the distal plug are not visible in the image. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the event are bone must be adequate to allow proper placement of suture anchor or breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined. However, no patient harm has been alleged. It is unclear if the instructions for use were adhered to. The instructions for use does caution that ¿excessive force during insertion can cause failure of the suture anchor or insertion device. Bone must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation.¿ no further clinical/medical assessment is warranted at this time. A complaint history review found similar reported events. Insufficient information was provided, thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An evaluation of the customer provided images showed the proximal body anchor appears intact and is on the inserter. The distal plug appears to be just outside the inserter. The distal tip is not visible in the image. In the other image, the proximal body anchor is on the inserter but is missing some ribs toward the distal end. The missing pieces are not visible. The distal tip and the distal plug are not visible in the image. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the event are bone must be adequate to allow proper placement of suture anchor or breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported cannot be determined. However, no patient harm has been alleged. It is unclear if the instructions for use were adhered to. The instructions for use does caution that ¿excessive force during insertion can cause failure of the suture anchor or insertion device. Bone must be adequate to allow proper placement of suture anchor. Breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation.¿ no further clinical/medical assessment is warranted at this time. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.